Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4303242. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
IV catheters that we have had have been malfunctioning. Some of these catheters, the tip of the catheter is split bending the actual catheter. We have had this happen 10 times in the last 2 weeks. We did not write down the specific dates. We could work to narrow them down but all out of the same lot/box. The needle pierced through the catheter every time. This always occurred during IV placement attempt with insertion in the vein.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.